Manufacturer narrative:
Failure analysis confirmed that the insulin pump had unresponsive button due to corroded on keypad trace. No moisture damage found on electronic assy and motor. The insulin received with scratched on display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to water and does not function. The insulin pump was returned for analysis.